Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture, deflation failure, and removal difficulty occurred. The patient underwent percutaneous coronary intervention (pci). The 90% stenosed, 25 mm long target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx) with a vessel diameter of 3.00 mm. After stent implantation, a 3.0mm x 15mm quantum? Maverick? Balloon catheter was advanced for post-dilatation. However, during inflation, the balloon ruptured and subsequently failed to deflate, preventing device withdrawal. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient condition following procedure was stable.